Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no impact to the customer's blood glucose level. A cartridge change and needle change was performed resolving the issue. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. Reportedly, the customer loaded a new cartridge and was able to resume insulin successfully.